Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline fault alarms, low speed events and pump power elevations. Based on complaint history and similarly reported events, the driveline fault, pump power elevations and low speed events observed in the submitted log file is consistent with damage to the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files (see attached) contained overlapping data from (B)(6) 2021 at 3:44:27 to (B)(6) 2021 at 10:35:02. The pump speed was set at 9400 rpm with a low speed limit of 9000 rpm for the duration of the captured data. On (B)(6) 2021 there were numerous events where the pump power was elevated ranging from 8.8-25.5 watts. On (B)(6) 2021 at 3:58:05, there were yellow wrench alarms captured that corresponded to driveline fault alarms, which appeared to be due to an issue within phase 2 (black and brown wires). During and after these events, there were low speed events where the pump speed was below the low speed limit of 9000 rpm, resulting in 69 low speed advisories and 5 low speed hazards. Additionally, during these events on (B)(6) 2021, there were high motor current alarms and low flow hazards and pump power elevations ranging from 7.5-24.8 watts. On (B)(6) 2021 at 4:17:53, the pump returned above the low speed limit and pump power returned to baseline. Before and after these events, the pump operated above the low speed limit. The submitted x-rays showed the interior and exterior portions of the patient¿s driveline. There were no areas of concern on the patient¿s driveline. A distal end driveline repair was performed by technical service specialists on (B)(6) 2021. The driveline was severed approximately 20.75¿ from the metal connector. Visual inspection of the outer silicone sleeve revealed an area of rescue tape adjacent to the metal connector. The rescue tape was removed and revealed an area of superficial damage approximately 2.5¿ from the metal connector and damage to the bend relief. An additional area of superficial damage was found approximately 17.75¿ from the metal connector. An electrical continuity test of the returned driveline was conducted, and the wires were found to be electrically intact, even with manipulation of the driveline. No wire-to-wire or wire-to-shield shorts were induced. Upon removal of the silicone jacket, black discoloration on the bionate was noted along the length of the driveline but was otherwise unremarkable. The bionate was removed and revealed areas of shield breakdown approximately 0.5¿ and 2.5¿ from the metal connector. The shielding was removed, visual and microscopic examination of the underlying wires revealed no evidence of any damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Incidental findings: superficial damage to the patient¿s driveline. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14may2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted revealed low speed advisories, driveline fault, and power up to 20¿s. The log file also captured some elevated powers early in the morning on (B)(6) 2021 with powers noted in the 11-19w range along with yellow wrench/replace controller events that resolved on their own. On (B)(6) 2021 at 0358-0413 there were some low speed advisory/hazard events noted along with a period of transient driveline fault events. Additional log file submitted contained 20 hours of new data. During this additional time routine power source changes, a few pulsatility index (pi) events as well as a yellow wrench associated with an ebb (backup battery) fault were recorded. No further low flow hazard, driveline faults, low speed hazards, or high-power events were recorded. The patient has an ongoing inflow and outflow obstruction. X-rays submitted showed some very slight shield deterioration near the connector end bend relief. No other obvious areas of concern were noted. The patient appeared stable on the ungrounded cable provided. On (B)(6) 2021 there were no driveline faults upon interrogation; however, technical services performed a driveline splice approximately 4 inches below exit site around area of rescue tape. Controller was swapped out during driveline exchange. Driveline closed following procedure without any issues. Patient provided with care instructions. No additional information provided. The referenced of the patient's controller exchange reported under MFR # 2916596-2021-02852.